Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues with meter. Customer's blood glucose was 427 mg/dl which was treated and blood glucose stabilized. Customer declined troubleshooting for high blood glucose due to knowing what caused it. Call was transferred.